Event description:
The dome portion was detached from the catheter during the traction removal for replacement. The device had been placed for 93 days. Detached dome was removed from a patient by an endoscope.